Event description:
The customer reported via phone call that the insulin pump alarmed button error while delivering a bolus to treat her high blood glucose. The customer also stated that she pressed the down arrow button and the numbers started scrolling. Blood glucose value was 450 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No display anomaly was noted. The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.